Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited multiple auto mode switch episodes due to oversensing and noise. A noise reversion episode was also noted. No additional information was reported.